Event description:
On (B)(6) 2011, pt reported experiencing elevated blood glucose levels and occlusions due to a bent infusion set cannula. Pt stated the occlusion occurred during basal delivery. Pt reported he placed the infusion device back into run mode, but the occlusion occurred again a short time later. Pt stated he noticed his blood glucose was 302 mg/dl. Pt's normal blood glucose range is 104-177 mg/dl. Pt reported he removed the infusion set and noticed the infusion set cannula was bent. Pt stated he switched to a different type of infusion set and treated his elevated blood glucose by delivering a bolus with his infusion device; was successful. Discussed alternative types of infusion sets. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.